Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator failed a step during service. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and an issue related to the device's system board was observed.